Manufacturer narrative:
(B)(6) 2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer called and stated that the top head was coming off of the dual clean brush head. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that the top head was coming off of the dual clean brush head. No injury was reported.